Event description:
According to the reporter: occurred during a robotic laparoscopic gastric sleeve. During the first firing the stapler suddenly articulated really sharp to left. When they tried to fire again it kept articulating to the left. The case was completed using a new device. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. A pmv representative single use loading unit was inserted onto the adapter with a pmv device handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.